Manufacturer narrative:
Date sent to FDA: 9/11/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017. It was reported that the patient experienced significant adhesions of small bowel and omentum to the mesh which required four hours of meticulous adhesiolysis to take down. He then completely excised the mesh and noted the presence of two fistulas, each of which required small bowel resections. There was an extensive amount of spillage and ongoing infection that was seen at the time of the procedure. It was reported that the patient experienced severe pain, infections, fistulas, adhesions, abscess, nausea, wound leakage, diarrhea, chills, inflammation, loss of appetite and bowel blockages. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 10/28/2024 additional information: a1, a2, d3, d4 (lot) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 11/13/2024. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.